Manufacturer narrative:
(B)(4). The customer swapped the lcd panels and reseated the harnesses and the unit is back in use.

Event description:
It was reported that during testing on an 840 ventilator the lower display gets lines across the top. There was no patient was involvement.